Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A family member reported a no delivery alarm from the customer's insulin pump, and was advised regarding pump settings. The customer's blood glucose value was 48 mg/dl. The family member declined troubleshooting during the call with the helpline. It was advised to treat the customer's low blood glucose levels and to monitor the situation. No further information was provided.